Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6), 2016, patient underwent placement of the angiodynamics xcela power injectable port, lot number 135896000, reference number h965451030. The device was implanted by (B)(6), md, at (B)(6), colorado, for the purpose of chemotherapy. On or about (B)(6), 2017, patient was presented to (B)(6) hospital in (B)(6), colorado where patient was diagnosed with pulmonary embolism. The port was later removed on (B)(6), 2018 at the same hospital.